Event description:
As reported by the user facility: pump shut off while infusing around (B)(6) 2025 around 0030. Rn stated that the error message was on the pump itself. Pump showed an error message "emergency - clamp all lines" rn attempted again while dts was at bedside to scan with rover and restart the infusion. It was successful. Rn was dissatisfied that the pump shut off by itself. It is a patient safety issue. Based on timing and mar- it is suggested that user was doing rate/dose changes pump in command center." The device has been removed from service for return to b. Braun for further investigation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. Technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Ran customer infusion 3x of 21.42ml/hr (dl: levo 4; dose rate .070mcg/kg/min; weight 81.6kg) with dose rate confirmation followed by new vtbi set to 250ml resulting in no device alarms the logs were provided for review. Log review shows on (B)(6) 2025 and 5:33am a continuing infusion of 104.62ml (dl: levo 4; dose rate .070mcg/kg/min; weight 81.6kg). Ap error codes 0 and 204 were recorded with user confirmation of dose rate .070mcg/kg/min and new vtbi set to 250ml and da 2042. All information concerning this reported incident has been included in our trend analysis of the product line.